Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Reports an event in which a leak occurred during a pt treatment at the saline t-connector. The line is available for evaluation. 12/28-spoke with chief technician who reports that the leak occurred after approx 3 hrs and states that the blood loss was less than 100cc. Spoke with charge nurse who reports that the pt remained stable and did not require medical intervention. Charge nurse reports that the pt's hemoglobin dropped from 12 to 9.5 (weekly hemoglobin was routinely drawn the following treatment) but states that the pt's epogen had recently been held and the drop in hemoglobin was normal for this pt. The suspect device is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.